Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 events were reported for this quarter. 2 devices were not available to stryker for evaluation. No further evaluation was possible. 2 devices were labelled for single-use. 2 devices were not reprocessed and reused. Device not returned.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device broke during extraction of a competitor hip implant, while removing hard bone cement. There was patient involvement. There was no patient impact.